Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an initial training session the ilet displayed repeated ¿unable to proceed¿ alerts when attempting to rewind and a restart alert 38, after which the device was restarted but the alerts persisted and the dismiss function was unresponsive; charging and a software update did not resolve the issue, and the pump had adequate battery. Symptoms included no reported changes in blood glucose. Outcomes included a device replacement and instruction to use backup therapy due to unreliable insulin delivery and meal announcements, with continued use of cgm via dexcom as applicable. Investigation included customer support troubleshooting and education, confirmation of shipping and return logistics, and data sync guidance prior to return. Investigation of this case revealed a malfunction consistent with an insulin delivery system fault associated with a shaft encoder failure during fill or rewind operations that prevented normal pump function. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.